Manufacturer narrative:
Block a: patient information could not be obtained after multiple attempts. Attempts were made as follows: 3/8/2017 - voicemail, 3/8/2017 - email, 3/10/2017 - email . A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however the error was seen in the alarm logs. The flow sensors were replaced proactively, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and the unit was unable to ventilate in pressure mode during a case. The patient was switched to volume mode to complete the case. There was no report of patient injury.